Event description:
Reportedly, interrogation failure was observed during a regular pacemaker follow-up. The pacemaker setting was ddd mode and 70min-1; however, sinus rate of the patient was at 50min-1 and confirmed on ECG. In addition, no magnet response was observed. Intermittent pacing at 70min-1 was confirmed. Since premature battery depletion was suspected, the pacemaker involved in this MDR report was explanted and returned for analysis. The battery impedance measured at the previous follow-up ((B)(6) 2011) was 4.38 kohms.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.